Event description:
A customer contacted baxter's technical service center reporting a system error that the registered nurse (rn) assisted to restart therapy using the same supplies on a home choice (hc). The tsr reviewed the program, continuous cycling peritoneal dialysis (ccpd), and the alarm log. Per the hp, she called the rn and the rn helped her restart the therapy using the same supplies after the system error. The tsr explained that the hp ran short of solution because she had the system error and reused the same supplies. The tsr explained the hp should not use the same supplies or be connected during prime. The hp had alarms and said she had to re-prime a couple of times. The tsr explained the hp ran short of solution on fill 5 of 5 because of the issues. The tsr did follow up call with the rn regarding the issues during therapy. The rn was not agreeing with the alarm log and stated the hp did not get last fill on (B)(6). The tsr explained the hp had solution in last fill bag and should have received the last fill, no other alarms were reported. The rn said that hp called her and reported she did not get last fill and that is why she was empty on the initial drain for next therapy. The rn later said that hp called her after she was disconnected to say she did not complete therapy and that is why got low drain. The rn was not able to bypass the low drain and had hp call baxter. The tsr tried several times to explain the calls and tsr tried to explain that her main reason for calling was about the system error. The rn said that hp was told that her programming was wrong and the tsr explained we would not know if programming was wrong because it was not reviewed. The rn said the hp could be confused when giving the tsr information and thinks we are rn's, but she knows that the hp was giving her correct information. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product is confirmed because the patient reported during trouble shooting of an alarm situation system error 2240, she called the nurse and the nurse helped her restart the therapy using the same supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.